Manufacturer narrative:
Sample discarded. Only photos received but not possible to see the reported defect. Also the device history record for the reported lot number was reviewed but no issues were found. Therefore the defect reported by the customer was not confirmed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the limb-o¿ single limb anesthesia breathing circuit experienced a leak issue on the circuits. The customer confirmed that there was no patient harm associated with the reported event. As an intervention, the circuits were replaced.